Manufacturer narrative:
(B)(6). (B)(4). One lighttrail tractip laser fiber was received for analysis. Visual examination revealed that the fiber tip was fractured at the distal end. The ball tip was detached. During functional evaluation, the rfid tag could be read with the rfid tag reader software. The reported issue was unable to be confirmed since the device was used during the procedure and the rfid can be identified. To date, despite good faith efforts, boston scientific has been unable to obtain additional information regarding the circumstances that led to the tip detachment. It is likely that the tip detachment either occurred due to shipping handling or procedural factors/anatomy such as insertion in the scope or patient contact but without further details this was unable to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail tractip laser fiber was used during a flexible ureteroscopy (furs) in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure and inside the patient, after 60 minutes of use, the laser fiber stopped working and an error code 1106 appeared on the laser unit. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.